Event description:
It was reported that the atrial lead dislodged during the evening after implant. Arrhythmias were discovered on the electrocardiogram the next morning and a chest x-ray confirmed the lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.